Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia and high ketones. According to patient's mother, the patient's blood glucose levels reached 250 mg/dl. Patient experienced shortness of breath while playing basketball and realized the pod had fallen off completely, causing the cannula to dislodge from the infusion site (arm). The patient was treated with intravenous fluids; blood work and an electrocardiogram (EKG) were also performed. The patient was released the following day.